Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm model#:sc-2218-70 serial #: (B)(4) description:linear st lead, 70cm model#:sc-4316 serial #: (B)(4) description:next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the ipg had migrated. The patient underwent an explant procedure.